Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type catheter product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type catheter. (B)(4): analysis of the catheter revealed the sterile tray was received for analysis with the outer lid (tyvek seal with label) peeled back. As received, the catheter was out of place and protruding from the inner and outer trays in two different areas. Further engineer review indicated the inner lid should properly hold the catheter in place in its inner tray and confirmed labeling recommendations to not implant the product.

Event description:
It was reported that the catheter components were not packaged properly. Reportedly, the catheter tip of the 8780 was outside the inner tray, dangling outside. Further, when the technician opened the tray the catheter sprung out and it was deemed as not sterile. A different catheter was used and implanted.

Manufacturer narrative:
(B)(4).